Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse did not observe the bath overflow problem. However, he observed that the vacuum foam trap was full. The fse determined that the cause was most likely due to improper movement of the drain valve (lv14). He removed the tubing from the drain pinch valve and lubricated the pinch valve. There were no further leaks or startup failures observed. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a fluid leak of approximately 10ml from a coulter act diff 2 analyzer during instrument startup. The customer observed that the red blood cell (rbc) bath and white blood cell (wbc) bath were overflowing. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer called customer technical support; however, attempts at troubleshooting were unsuccessful. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.